Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box history indicated that the patient was using a discharged battery; the pump entered a reboot cycle at 06:37 on (B)(6) 2011 due to the discharged battery. The patient inserted a fully charged battery at 19:57 on (B)(6) 2011 and the pump delivered the programmed basal rate without interruption until the end of pump use on (B)(6) 2011. The pump was exercised for 24 hours without interruptions.

Event description:
The patient claimed that he replaced the battery several times but cannot get pass the animas logo screen. There was no product misuse. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.